Event description:
On (B)(6) 2025, arthrex was notified of a study published by 5-in-5 podcast for ¿comparison of snowman and single-plug circular osteochondral allograft transplantation techniques for similarly sized defects.¿ this study investigates that multiplug ¿¿snowman¿¿ osteochondral allograft transplantation (oca) is an effective treatment method for large, irregularly shaped osteochondral defects of the knee. No existing literature directly compares the effectiveness of this technique with traditional single-plug circular oc. There were 26 patients who underwent snowman oca. 5 patients in the snowman group experienced graft failure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex determined the most likely cause. The reported failure is most likely due to a patient-specific event, specifically a foreign body reaction or foreign body sensitivity. The complaint allegation could not be confirmed because the device was not received for evaluation, and no evidence of the reported failure was provided.